Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was not able to capture any info. Customer's blood glucose level was unknown. Customer also stated that there was a lot of background noise. The device will not be returned for analysis.